Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 152 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. The pump had alarmed with a motor processor did not report pump strokes as finished in reasonable time alarm, but they were able to rewind the pump. The customer reported air bubbles in the tubing. The pump also passed a displacement test. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.